Event description:
It was reported that the item stayed in stand-by when the cable has been plugged. It was reported that the event occured at the beginning of the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.